Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been having trouble with the infusion sets and that it is hard to push insulin through the tubing with the plunger. Customer does not recall any significant events leading to the error, except that it has happened twice. Customer's blood glucose was unknown at the time of incident. Troubleshooting indicated that they would end replacements as a courtesy and to monitor and call back if any further issues persist. No further information was given.